Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely a transmission with stored non-sustained rv oversensing episodes. Upon review, loss of rv capture was noted. The patient was brought into the clinic to reassess rv capture thresholds, which had increased and programming changes were made to the device to address the issue. Patient was asymptomatic.